Event description:
It was reported that during an open low anterior resection, the closure trigger was broken off when the device clamped the rectum at the 1st firing. The doctor felt that the force of closing was higher than expected. The target tissue was thick. The doctor commented that he had grasped the closure trigger slowly without stopping. Although the 2nd device was used, the deployed staples were unformed. Eventually, as the target tissue was not long enough to additional resection, permanent stoma was created to complete the procedure. The 1st device will be returning. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): damaged closure trigger. The analysis results showed that the device was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The original reload was received loaded in the device with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.